Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device recorded and episode with noise on the right ventricular (rv) lead. Additionally, there was a lead safety switch due to out of range impedance measurements on the rv lead. Boston scientific technical services (ts) reviewed the available information and indicated the noise was not seen by the device as out of range impedance measurements were detected. Isometric testing was performed and no noise was produced. The minute ventilator sensor was programmed off. The patient will continue to be monitored appropriately. No adverse patient effects were reported.